Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an issue with the mobile power unit (mpu). The patient reported that at home over the weekend, they received an alarm on his mpu consisting of yellow wrench. At the time, the patient did not catch what their system controller said and was asymptomatic. The patient was instructed to sleep on completely charged set of batteries and bring to clinic for inspection. While plugged into outlet at clinic today, there was no alarm present so then the patient was connected to the mpu in clinic. The alarms did not register until the mpu patient cable was manipulated, at which point "connect external power" showed on system controller even thought all connections were secure and not alarming if patient cable was not touched or moved, as well as no visible distortion of pins within connections on mpu or patient. The patient was immediately connected back to batteries and given new mpu as replacement. It was thought that something may be wrong with the patient cable portion of the mpu, but there are no visible tears or kinks in the line and patient denies trauma to unit. The mpu was intended to be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cabler disconnect alarms on the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6)) was returned to the pleasanton service depot. During testing when the patient cable was manipulated, a "connect to external power" alarm activated. The customer was provided as warranty replacement and the unit was forwarded to product performance engineering (ppe). The unit was forwarded to the product performance engineering (ppe) group for further troubleshooting. The unit booted up as intended. The mpu was connected to a mock circulatory loop and test controller and was able to support the system for an extended period of time without issue or alarm. The unit was opened to inspect the internal components, and they were noted to be in unremarkable condition. The continuity of the wires of the patient cable were measured and it was noted to be unremarkable. Insulation testing was performed and a short from the orange (15 vcc power) wire and shield was observed. The patient cable was stripped and exposed conductors on the internal orange wire was found (customer summary photos, figure 1). The observed damage is consistent with the reported event of a "connect external power" alarm. No further troubleshooting was performed. The root cause of the reported event was determined to be due to damage to the mpu patient cable. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU ¿equipment storage and care¿ explains how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 was updated with the updated product information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Log files were not available. There were no new alarms reported on the mpu after the mpu exchange.